Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). A 7f non- bsc introducer sheath followed by a 7f non- bsc guide catheter and a non- bsc guide wire was advanced to the target lesion. Predilation was performed using a 4.0×15 non-bsc balloon catheter resulting in improved blood flow and enlargement of vessel diameter. A 3.5×18 non-bsc stent was dilated at the rated pressure but the dilation was not enough. A 6.0mm x 15mm maverick xl balloon catheter was selected for post dilation. First inflation was at 14 atmospheres. Upon 2nd inflation at the distal site of the lesion at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).